Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads: upn: unk-p-dbs-linear_leads. Model: unknown. Serial: unknown. Batch: unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing high impedances. The patient underwent a revision procedure wherein the devices were explanted and replaced.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing high impedances. The patient underwent a revision procedure wherein the devices were explanted and replaced. Additional information was received that the patient experienced a reduction in clinical effectiveness, which was determined to be unrelated to the previously reported impedance issue. Following the revision procedure, the patient exhibited dystonia symptoms and an increase in depressive symptoms. The explanted devices were discarded and will not be returned for analysis.

Manufacturer narrative:
Correction to supplemental report in block: b5. Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial:(B)(6), batch: 5177598, UDI: (B)(4). Product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: 7073463, UDI: (B)(4).

Event description:
It was reported that a patient receiving deep brain stimulation (dbs) therapy experienced high lead impedances. The device was reprogrammed to utilize more proximal contacts; however, this resulted in reduced clinical effectiveness, including decreased dystonia control and increased depressive symptoms. The treating physician determined these clinical changes to be related to the impedance findings. A revision procedure was subsequently performed, during which the physician initially planned to replace the leads. During the lead revision, the physician encountered difficulty with the implantable pulse generator (ipg) set screws on port c of the ipg and determined this issue to be the cause of the high impedances. Based on this assessment, the physician elected to explant and replace the ipg and associated adapters only. The patient is recovering well postoperatively. The explanted devices were discarded and are not available for return or analysis.

Manufacturer narrative:
Correction to supplemental report in block: b5. Additional suspect medical device component involved in the event: product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: (B)(6). Batch: 5177598. UDI: (B)(4). Product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: (B)(6). Batch: 7073463. UDI: (B)(4). The ipg and adapters were not returned as they were discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. Imaging confirmed high impedances in multiple contacts. Labeling review was conducted which did not reveal any anomalies as it states that new onset or worsening depression, which may be temporary or permanent, failure or malfunction of any of the device components or the battery, including electrical shorts or open circuits, whether or not this requires explant and/or reimplantation and worsening of disease symptoms, potentially caused by loss of stimulation, medication changes, surgery, or illness. In rare cases worsening can become a life-threatening crisis associated with varied symptoms such as mental status changes, fever, and muscle rigidity are a known risks with the use of deep brain stimulation.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: unk-p-dbs-linear_leads. Model: unknown. Serial: unknown. Batch: unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient was experiencing high impedances. The patient underwent a revision procedure wherein the devices were explanted and replaced. Additional information was received that the patient is doing well postoperatively. The devices were discarded and will not be returned for analysis.